Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 1000 mcg/ml of compounded baclofen at 211 mcg/day via an implantable pump. On 2021-aug-17, it was reported that the patient's pump motor had stalled on (B)(6) 2021. It was noted that the patient had an MRI on (B)(6) 2021. It was confirmed that the MRI was the cause of the motor stall. The patient's pump began to alarm once the pump had been stopped for more than 48 hours. The pump was interrogated on (B)(6) 2021 and then re-interrogated. The logs were consulted and it was confirmed that the pump had restarted on (B)(6) 2021. It was noted that the patient did not experience any withdrawal symptoms and was "fine". The issue was considered resolved at the time of the event. No surgical interventions occurred or were planned. The patient's status was "alive-no injury".